Event description:
Implant replaced due to high impedance. On (B)(6) 2014: initial implant of device generator (B)(4), leads: (B)(4). On (B)(6) 2014: revision of device due to malfunction. Impedance noted above 1000. Device info not available. Lead (B)(4), generator: (B)(4). Dates of use: (B)(6) 2014. Diagnosis or reason for use: gastroparesis.